Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: medical device removal. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 425cc mentor memorygel breast implants in (B)(6) 2009, has a history of silicone mass on their left pectoralis major muscle anterior and anterior aspect due to rupture of silicone implants prior to the augmentation revision, and was also experiencing pain consistent with the reported silicone ruptures. There were no device issues reported on the mentor breast implants, but the patient also desired to switch to saline implants. As a result, the patient underwent bilateral removal and replacement with two 425cc mentor smooth round moderate plus profile saline breast prostheses on (B)(6) 2019. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 8/24/2019, the mentor failure analysis lab has received the device for evaluation. On 9/2/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).